Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be a supraventricular tachycardia (svt). The physician evaluated performing an ablation procedure to treat the atrial arrhythmias. No additional adverse patient effects were reported. This device remains in service.